Event description:
It was reported that during a wedge resection (lung) procedure, the first fire didn't perform well (only a small cut and staple line - around 20 mm only) and the second fire didn't perform staple at all (instrument only cut - no staple line at all). There was an air leak from the lung and the surgeon took control of the leak with pdf/vicril. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that one ec60 device was returned with a reload present. The reload was received partially fired and with the pan damaged from the proximal end. The device was tested for functionality with a test reload; the device achieved complete 3-strokes and fired without any difficulties noted. The device achieved a complete firing cycle, the staples formed as intended without any difficulties noted. Although no conclusion could be reached on what may have caused the damage to the pan, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.